Manufacturer narrative:
H11: corrected data: upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Event description:
Upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting developed regrowth of paradoxical adipose hyperplasia (pah) over abdomen, thighs, arms, and flanks. Patient had liposuction to correct pah.

Manufacturer narrative:
Corrected data: a2, a3, a4, a6, b5 (treatment date, applicator, area of concern, post-operative information), d1, d4, d8, d10, g1, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the thighs, arms, flanks, upper and low abdomen on (B)(6) 2018, and (B)(6) 2019 using the cooladvantage applicator with coolcore, coolcurve, and coolfit contours and presented with paradoxical hyperplasia (ph). The patient underwent corrective liposuction on (B)(6) 2021. The patient then presented with recurring ph.